Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a qdot-micro, bi-directional, d-f curve, c3, split handle for which biosense webster¿s product analysis lab (pal) observed damage on the shaft. Initially, it was reported that in the middle of an atrial fibrillation ablation, after ablating for some time with the qdot catheter, an error kept occurring on the ngen generator: ¿electrode: temperatur slope too high¿. Standard troubleshooting was performed, including changing the cable with a new one. The problem persisted. The catheter was removed from the patient and checked for char, but everything was in normal conditions. The catheter was then replaced with a new one, and the problem was resolved. The procedure continued normally with no consequences for the patient. The high temperature was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 30-jun-2023 there was damage on the shaft as the braid wire was observed exposed. The broken shaft was assessed as MDR reportable. The awareness date for this reportable lab finding was 30-jun-2023.

Manufacturer narrative:
E 1. Initial reporter phone :(B)(6). The device was returned to biosense webster (bwi) for evaluation. Visual inspection and temperature and impedance test of the returned device were performed following bwi procedures. Visual inspection was performed, and the shaft was observed damage, braid wire was observed exposed. Then, the device was connected to the generator and power values were shown low. A manufacturing investigation was performed, and it was concluded that this issue is related to the manufacturing process since the electrical insulation of the internal wires was observed damage causing a short circuit. An awareness session was performed to the associates from the manufacturing line to avoid this kind of issue in the future. A manufacturing record evaluation was performed and no internal actions related to the complaint were found during the review. The temperature issue reported by the customer was confirmed. Clarification about the observed damage was requested to the customer and no response was received. Therefore, the damage could be related to the shipping process after the procedure. However, this cannot be conclusively determined. In addition, the customer did not report this damage. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is being submitted late due to a retrospective review of complaints for the qdot micro products. Biosense webster¿s investigation determined that upon approval of qdot in the united states on november 23, 2022, the electronic complaints system was not updated and therefore medical device reports were not submitted in a timely manner. Through biosense webster¿s investigation it was determined that this was an isolated case. An internal action was opened to address this issue. Manufacturer's reference number: (B)(4).